Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root/probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A "try-it" audio/vibration test was performed and passed. A speaker audio test and sound meter test were performed and passed. A speaker resistance test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.